Event description:
Attorney reported: on (B)(6) 2006 - pt underwent surgery with implant of an composix kugel mesh. Following the procedure, pt had numerous complications and required multiple physician visits and f/u. Subsequently, pt noticed problems associated at the site of the hernia repair and inserted mesh, and experienced great abdominal pain as well as nerve pain. Pt was subsequently hospitalized and underwent an exploratory laparotomy with lysis of adhesions and bowel resection and removal of the mesh material. She eventually had to undergo another exploratory laparotomy surgical procedure due to continued complications. Pt has suffered physical pain and suffering.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned, nor has a specific product problem been reported. No conclusion can be drawn at this time.